Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was detached while at work on (B)(6) 2024. The patient replaced the infusion set and insulin was resumed successfully. No further information available.